Event description:
During troubleshooting of a previous alarm a reload set 157 occurred on the home choice (hc) during prime. The technical service representative (tsr) had the home patient (hp) cycle power and visually check the cassette. The hp stated the cassette was torn so the tsr had the hp load a new cassette and complete self testing. The hc resumed priming. No patient injury or medical intervention was reported.

Manufacturer narrative:
Sample availability was unknown at this time. Should the sample become available, a follow-up medwatch will be submitted.